Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, helped reset the pump, and confirmed that the malfunction code did not recur.